Manufacturer narrative:
The manufacturer investigation results are as follows. The final product 04.617.126s bearing lot 9500066 is manufactured assembling a titanium plate art. 60022660 and a peek spacer art. 60023769, lot 9088148. Both components have been investigated. The returned parts were re-inspected for all the features pertinent to the complaint condition. The relevant features for both the plate and the spacer were all within specification. The two components were easily correctly reassembled after the inspection: this indicates that the matching of the two items is guaranteed. Neither dimensional issue nor assembling issues were found. Considering that all relevant measurable product features meet specification and no visual defects manufacturing related have been identified on returned parts, the conclusion of the product investigation is that the returned item is conforming from a manufacturing perspective. This particular completed part was produced in june 2015 according to the specification. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Patients age/dob and weight are not available for reporting. (B)(4). Due to intra-operative issues the device was not implanted/explanted. (B)(6). Subject device has been received and is currently in the evaluation process. Part number: 04.617.126s, synthes lot number: 9500066, release to warehouse date: (B)(6) 2015. Expiration date: june 1, 2025, mfg. Site: (B)(4). No nrcs were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of this product that would contribute to this complaint condition. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in (B)(6) is as follows; it was reported that during an initial surgery on (B)(6) 2016, the surgeon could not connect the cage into the plate because the plate dropped easily and it was not possible to connect the key. After five (5) attempts without success, the surgeon used another implant. As a result, there was a surgical delay of thirty (30) minutes. The procedure was successfully completed. Patient outcome was reported as good. This is report number 1 of 1 for (B)(4).